Event description:
The hcp reported a pump volume discrepancy during a refill appointment. At that time, the hcp changed the drug [morphine (unknown concentration/dose)] in the pt's pump to saline due to patient weight loss and nausea. The pt claimed to being sick "on and off for a while." The hcp is considering other drugs to use in the pump and the pt is currently on oral methadone. Other pt symptoms include tenderness around the pump. The hcp reported no further reservoir discrepancies have been noted on past refill appointments; no studies have been performed. The hcp reported the pt is improving, but is not at baseline.